Manufacturer narrative:
(B)(4). Date sent: 2/16/2024. D4: batch #988a89. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. In addition, the knife was noted to have nicks and some drivers of the returned reload were noted to be damaged. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as it is released, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples may be compromised. When positioning the stapler on the application site, ensure that no hard objects such as clips, stents, or guide wires are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 988a89, and no non-conformances were identified.

Event description:
It was reported that during a colon resection the contour curved cutter (pn#gcs40g) was fired, but no staples were present after transection. This did result in a 20 minute delay. Staple line was over sewn on distal rectum and proximal colon was clamped and diverted to colostomy. Procedure was completed without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2024 d4 batch # unk h6: health effect ¿ clinical code gastrointestinal system (e10) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the scrub's experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in please prior to closing the device? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2024. Additional information received: this was an initial firing of the contour stapler, so it was not reloaded. The retaining cap was removed prior to firing by an experienced scrub tech. The doctor is an experienced colon and rectal surgeon and has fired this device hundreds of times¿he noticed nothing irregular prior to firing and the transaction was attempted in one firing¿that is when he noticed there were no staples present. I was not in the room, so am going on the information he was willing to share. I was unable to get the current status of the patient. Can you confirm if the surgeon is alleging there were no staples seen in the surgical field at all or if they were just not formed appropriately? Any stray staples anywhere? He swears there were no staples at all¿.colon was transected and he could not find any staples¿..I asked if it was possible they were buried in tissue, he said no.